Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5108078. UDI:(B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5108575. UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated that high impedance was detected on the lead. The patient experienced difficulties charging the device, which were further complicated by cognitive challenges that made the charging process more difficult. It was also reported that the patient has been diagnosed with cancer, and her treating physician requires access to full-body MRI imaging. To address this the entire system was explanted. The patient is doing well postoperatively. In accordance with facility protocol, the explanted device was retained and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5108078, UDI:(B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5108575, UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated that high impedance was detected on the lead. The patient experienced difficulties charging the device, which were further complicated by cognitive challenges that made the charging process more difficult. It was also reported that the patient has been diagnosed with cancer, and her treating physician requires access to full-body MRI imaging. To address this the entire system was explanted. The patient is doing well postoperatively. In accordance with facility protocol, the explanted device was retained and will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6), UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6), UDI: (B)(4).